Manufacturer narrative:
The insulin pump was received with missing segment/partial display due to cracked and bleeding lcd glass. The pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was unknown. It stated the insulin pump was dropped and now the display is broken. The notes state the information is not able to be read properly. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.